Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual lead involved in the event was not returned; however, performance data has been collected from the device and has been analyzed. 2 - patient alerts for lead failure predictor on (B)(6) 2012 08:18:31 and (B)(6) 2012 17:41:15. Sensing/oversensing: 14-ventricular nst<(><<)>(><(><<)><(><<)>)>=210 ms on (B)(6) 2012 02:33:14 to 10:11:58. Ventricular short interval count v-sic=1211 counts, in 1.0 day, between (B)(6) 2012 13:31:42 and (B)(6) 2012 13:27:32. High impedance: 1 - patient alert for oot subthreshold lead impedance (B)(6) 2012 15:00:12. Daily pace lead trend data shows an abrupt increase for ventricular pace bi impedance = 589 to 1368 ohms peak between (B)(6) 2012 and (B)(6) 2012. (B)(4).

Event description:
It was reported that the lead exhibited high impedances and oversensing, and an apparent fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.